Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion located in the mid left anterior descending artery. After pre-dilatation was performed, an attempt was made to cross the lesion with a 3.0x33 mm xience prime stent delivery system (sds). After several attempts to cross failed the proximal shaft of the sds separated. The decision was made to abort the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.